Event description:
It was reported that the stent was implanted into the mid lower anterior descending. One hour post-procedure, the pt experienced chest pain and ECG changes were noted. Angiography revealed a side branch of the lower anterior descending was occluded. Balloon angioplasty was performed and the pt was reported to be fine as of 06/13/1998.